Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative plate breakage is unknown. Additional device product code: hwc. Implanted approximately eighteen (18) months from (B)(6) 2018. It is unknown if the device has been explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of pain in great toe from an unknown side during a surgeon¿s visit on (B)(6) 2018. Patient was approximately eighteen (18) months out from first metatarsophalangeal joint (mpj) fusion surgery. X-ray revealed broken first (mpj) 5 degree variable angle locking compression plate (va lcp) first mtp fusion plate at the joint line of the great toe. Surgeon mentioned of a possible re-operation. No other information provided. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: unknown). This is report 1 of 1 for complaint (B)(4).